Manufacturer narrative:
This report is based on information provided by the philips authorised service provider (asp) and with an investigation documented by philips complaint handling team. Device is evaluated remotely with support from philips asp. Available details indicated customer did not follow correct instructions while using the device. Customer is provided with information for proper handling of philips device. The device remains at customer site and no further evaluation is warranted at this time. Based on the information available and the testing conducted, the cause of the reported problem is confirmed to be user error. The reported problem was not confirmed. The investigation concludes that no further action is required at this time.

Event description:
Philips received a complaint on the efficia dfm100 defibrillator monitor indicating that the ECG cannot be measured and the ECG cannot be analyzed. There was no patient involvement. This report has been updated from serious injury to product problem.

Event description:
Philips received a complaint on the dfm100 defibrillator monitor indicating that the ECG cannot be measured and the ECG cannot be analyzed. The device was reported to be in use, however, no direct adverse event to the patient or user was reported. Monitor/defibrillators are life-saving devices, therefore the inability to monitor ECG will be considered a serious injury due to the serious deterioration of health that may result from a delay to monitor. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model# 861290) and will be reported in the united states under device model# 861290.